Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The device system, including the device, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were removed and replaced. The patient is a participant in post approval clinical surveillance product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.